Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose levels (approx. 350 mg/dl) on the third of cartridge use. Customer treated elevated bg level by changing supplies and delivering a bolus. System check was performed with tandem technical support and the pump performed as intended. Customer stated that humalog insulin was being used.